Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes is hemolyzing. No patient and/or user impacted. The following information was provided by the initial reporter. The customer stated: regarding bd red top vacutainer® 2ml serum tube, after collection of blood (keep withdrawing until no sample can be collect), invert x6 times ,clot for 60 minutes and centrifuge for 1200 xg 15 minutes. This certain type of sample tube often shows hemolysis-like supernatant.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of september 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for hemolysis. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes is hemolyzing. No patient and/or user impacted. The following information was provided by the initial reporter. The customer stated: regarding bd red top vacutainer® 2ml serum tube, after collection of blood (keep withdrawing until no sample can be collect), invert x6 times ,clot for 60 minutes and centrifuge for 1200 xg 15 minutes. This certain type of sample tube often shows hemolysis-like supernatant.